Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical. An external visual inspection of the returned cycler was performed and found no discrepancies. Functional display test failed. The screen was blank upon powering on the cycler. During internal inspection it was found that transformer (t1) on the ¿inverter board¿ had an internal short which caused a blank display. A known working inverter board was installed and the display functioned as intended. Removed functioning inverter board from the display at the completion of the investigation. No burning smell was detected. Voltage check passed. Post-accelerated stress test 2-hours 15-mins 8500ml simulated treatment was performed and passed with no further alarms or issues. An internal visual inspection of the returned cycler was performed and found no discrepancies. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient reported a cycler with a blank screen during fill 4 of treatment. The patient smelled "burning wires" when the screen went blank. The patient rebooted cycler, ok and stop keys lit up but the screen remained blank. The technical support representative issued a replacement cycler and advised the patient to discontinue using the machine. The patient will perform alternate manual treatment in the absence of a cycler. Upon follow up, it was confirmed that no patient serious injuries were experienced, and no medical intervention was required. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Correction: h.10. Plant investigation: the actual device was returned to the manufacturer for physical. An external visual inspection of the returned cycler was performed and found no discrepancies. Functional display test failed. The screen was blank upon powering on the cycler. During internal inspection it was found that transformer (t1) on the ¿inverter board¿ had an internal short which caused a blank display. A known working inverter board was installed and the display functioned as intended. Removed functioning inverter board from the display at the completion of the investigation. No burning smell was detected. Voltage check passed. Post-accelerated stress test 2hours 15mins 8500ml simulated treatment was performed and passed with no further alarms or issues. An internal visual inspection of the returned cycler was performed and found no discrepancies.in addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient reported a cycler with a blank screen during fill 4 of treatment. The patient smelled "burning wires" when the screen went blank. The patient rebooted cycler, ok and stop keys lit up but the screen remained blank. The technical support representative issued a replacement cycler and advised the patient to discontinue using the machine. The patient will perform alternate manual treatment in the absence of a cycler. Upon follow up, it was confirmed that no patient serious injuries were experienced, and no medical intervention was required. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.